Event description:
Reporter indicated that the site's handheld computer would not power on. It was stated that the device had been left on the charger until it indicated that it was fully charged, but would still not turn on. Troubleshooting was performed by a company rep, but the issue did not resolve. The suspect device has been returned to the MFR for analysis, but analysis is not yet complete.